Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, a 10cc fluid loss alarm occurred 3 minutes into the ablation. The procedure was aborted. A second tenaculum was applied, but another 10 cc fluid loss alarm occurred 2 minutes into the ablation. The physician observed fluid leaking out of the cervix, but no burn was sustained. The physician believes the fins on the sheath may have "cooled the saline before the leak so the patient wasn't burned." The physician prophylactically used sylvadene cream. The procedure was not completed due to this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported by the customer that on (B)(6) 2010, aiming beam fired straight out of the fiber at 106,947 joules. No pt injury was reported. The device was not returned to american medical systems for eval.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
510(k)# is: k021819. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high reading on his one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on (B)(6) 2010 at 12:32 pm he tested his blood glucose and obtained a 126 mg/dl. He then took his usual dosage of insulin (symlin 120 units). Approximately 45 minutes later the patient developed symptoms of feeling lightheaded, weak and blurred vision. The patient then ate food/drink and did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. Product was replaced. No further clinical information was provided. It would have been helpful to know whether the patient attempted to test his blood glucose at the time of exhibiting symptoms, readings prior to the event, confirm the amount of insulin he had taken and to verify his symptom of "blurred vision". The complaint is being reported since the patient developed symptoms suggestive of a serious injury after obtaining an allegedly high reading and taking insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.